Manufacturer narrative:
At the time of this report, no further patient injury or negative health related outcomes have been reported. Reference MDR# 3010101669-2013-00004.

Event description:
A patient developed a severe post-op fungal infection two weeks after sinus surgery for treatment of chronic sinusitis in which propel implants were placed bilaterally in the ethmoid sinuses. Culture identified as aspergillus fungus. On (B)(6) 2013 the physician performed surgery to remove the implant and correct the infection. The patient was noted as doing well two weeks following surgery.